Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that they placed a new pump and catheter for this patient. The infection is gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen with an unknown dose and concentration via an implantable pump. It was reported the rep was informed by the hcp that the patient developed an infection in the pump pocket. It was noted the rep has not seen the patient at time of report. Factors that may have led or contributed to the issue included the rep was informed the patient had a urinary tract infection (uti). The patient was given antibiotics. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. It was noted the pump and catheter will be removed. It was noted the issue was not resolved at time of event. The patient's status at time of report was alive, no injury. The patient's medical history included spasticity. The event date was (B)(6) 2020. Additional information was received from a company representative (rep) on 2020-jun-30 indicated it was unknown if the urinary tract infection (uti) had anything to do with the pump pocket infection. It was further reported the uti was not related to the device. The patient¿s weight was not provided. The pump and catheter were removed when they were not present. It was noted the rep was told the facility kept and discarded the product. No further complications were reported.